Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-00999; 3005168196-2019-01000.

Event description:
The patient was undergoing a coil embolization procedure to treat an arteriovenous malformation (avm) using penumbra coil 400s (pc400s) and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing the first pc400 in the middle of the lantern; therefore, the pc400 was removed. While advancing the second pc400 the same issue occurred and the coil and the lantern were removed. Upon removal, the physician noticed that the lantern was kinked at the shaft. The procedure was then completed using another microcatheter and additional penumbra coils. There was no report of an adverse effect to the patient.